Manufacturer narrative:
The investigation found the undiluted sample produced a prozone flag, the customer¿s observation was not confirmed. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of albt2 tina-quant albumin gen.2 (albu2) results that did not have the expected data flag for one patient urine sample on a cobas 6000 c (501) module. The initial albu2 result with a dilution was 4208 mg/l. The dilution ratio was not provided. The albu2 result without a dilution was 100 mg/l without a data flag. On (B)(6) 2018, the sample was repeated and the albu2 result was 100.8 mg/l without a data flag. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The albu2 reagent lot number was 340223 with an expiration date of 29-feb-2020.

Manufacturer narrative:
The patient sample was sent to the manufacturer for investigation. The customer¿s observation could not be confirmed. It was noted that the sample contained lots of precipitates. Product labeling states to centrifuge samples containing precipitates before performing the assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The quality control recovery is within acceptable range. The sample contained precipitates. It is stated in product labeling to centrifuge samples containing precipitates before using the assay. The investigation is ongoing.

Manufacturer narrative:
It was determined that all urine samples were centrifuged, and the affected sample was centrifuged before the measurements. The investigation is ongoing.

Manufacturer narrative:
The sample results did not have a data flag as it was outside of the value range set on the instrument. The investigation is ongoing.

Manufacturer narrative:
Additional information was provided that the urine sample was diluted at 1:20 with 9% nacl. The customer confirmed the high albumin result by testing the sample by immune-fixation with a band in the albumin area. The investigation is ongoing.